Manufacturer narrative:
As returned, the peg has fractured at its base. A change to the material specification of this device was made in 2008 in order to reduce the occurrence of this type of failure. The device has a potential field age of nearly 2 years. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the peg fractured off.